Manufacturer narrative:
(B)(4). Date of event: (B)(6) 2015.

Event description:
A report was received that the patient's ipg charge was depleted a day after charging even when not in use. It was reported that the charging issue started after the patient underwent a non device related surgery wherein electrocautery was used. Ipg database analysis for the battery discharge profile was observed and revealed signs of premature battery depletion. The patient was advised for a revision procedure to replace the ipg. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician's implant manual (B)(4).

Manufacturer narrative:
D7: explant date: (B)(6) 2017.

Event description:
A report was received that the patient's ipg charge was depleted a day after charging even when not in use. It was reported that the charging issue started after the patient underwent a non device related surgery wherein electrocautery was used. Ipg database analysis for the battery discharge profile was observed and revealed signs of premature battery depletion. The patient was advised for a revision procedure to replace the ipg. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physicians implant manual 90970880-04). Additional information was received that the patient underwent an explant procedure. The explanted ipg will not be returned.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient's ipg charge was depleted a day after charging even when not in use. It was reported that the charging issue started after the patient underwent a non device related surgery wherein electrocautery was used. Ipg database analysis for the battery discharge profile was observed and revealed signs of premature battery depletion. The patient was advised for a revision procedure to replace the ipg. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual 90970880-04).

Manufacturer narrative:
Additional information was received that there will be no further course of action.

Event description:
A report was received that the patient's ipg charge was depleted a day after charging even when not in use. It was reported that the charging issue started after the patient underwent a non device related surgery wherein electrocautery was used. Ipg database analysis for the battery discharge profile was observed and revealed signs of premature battery depletion. The patient was advised for a revision procedure to replace the ipg. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual (B)(4))